Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a disconnection between the patient connector of a transfer set and the titanium adapter. It was further described as "patient got out of bed while connected to the cycler, walked to the bathroom and catheter pulled apart¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no allegation against the titanium adapter. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.